Manufacturer narrative:
The device was not available for return. The manufacturing and sterilization records were reviewed and no nonconformities were found. Device not available for return.

Event description:
It was reported to nevro that a patient had acquired an infection following implant. The patient was hospitalized and was given IV antibiotics. The device was explanted. Follow up reported indicated that the patient had recovered without sequelae.